Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced heating, power surges and over stimulation from her scs system. The patient was reprogrammed several times, but the pain relief lasted for only a couple of days.